Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they had low blood glucose level. Customer's blood glucose level had dropped down to 37 mg/dl that tonight. Customer¿s blood glucose value at time of incident was 47 mg/dl and current blood glucose value was 81 mg/dl. Customer treated with food. The drive support cap appears normal. Customer also mentioned a blood glucose value of 430 mg/dl just prior to call that she treated with the insulin pump. Customer alleged possible insulin pump over delivery. Insulin pump will not be returned for analysis.